Event description:
Event occurred regarding 122" (310 cm) appx 3.5 ml, ext set, smallbore w/clave¿, luer lock where it was stated in the report that there was leaking at the connection site of bonded clave. Epinephrine drip was found to be leaking at a clear blue cap that is sealed by the manufacturer onto the long drip lines. There was no fluid accumulation on the syringe pump. Syringe was nearly empty, and the new epinephrine syringe was at bedside. New long drip line primed and immediately started double running. Patient required increase in epi drip, increase in calcium drip and a fluid bolus. There were patient involvement and no serious injury to the patient, but it required intervention.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.